Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. The directions for use states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Related manufacturer reference number: 1627487-2021-16549, 1627487-2021-16550. It was reported the ipg was unable to communicate with external devices. The patient had not recharged the ipg as recommended due to ineffective therapy. Diagnostics confirmed the patient's ipg was inoperable and imaging indicated the patient's leads had migrated. In turn, surgical intervention was undertaken wherein the entire system was explanted and replaced to address the issue.